Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on pt #1. Results as follows: date: (B)(6) 2012, pt #1, inratio: 1.4, lab: 6.0. Time between testing was minutes. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.